Event description:
It was reported that pump battery would not charge and pump would not power on out of the box, with no alerts or other issues noted beyond pump not turning on. There was no reported impact to the customer¿s blood glucose level. Customer tried multiple power sources and charging cables without success, switched to multiple daily injections as backup therapy, and technical support arranged replacement pump shipment with instructions to let battery fully deplete before return, program pump settings, reconnect continuous glucose monitor, and mail back malfunctioning pump using provided label.